Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that insulin pump would prompt rewind sequence after the entering the time and date. The customer also reported receiving a battery out limit alarm when replacing the battery. Customer stated they were later prompted to rewind again after entering the time and date after the battery out limit alarm occurred. The customer's blood glucose was 204 mg/dl. Customer requested a replacement insulin pump. The customer agreed to return the insulin pump for analysis.